Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient who had an iol implanted in january experienced inflammation that occurred and then subsided repeatedly, although it did not reach the level of endophthalmitis. The symptoms had been improving since topical corticosteroid was administrated. The sample was not available as it still remains in the patient's eye. Additional information has been requested and received stating that since symptoms were not serious, there was no follow up needed for investigation.